Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated beyond the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however; the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard permanent simon nitinol inferior vena cava filter was implanted below the renal veins for patient as a prophylaxis for a total right knee replacement. Completion imaging demonstrated normal deployment and good positioning of filter. Approximately eight years and eight months post filter deployment, computed tomography (CT) revealed that there was an inferior vena cava filter in place, the tip of which was just above the level of the right renal vein. The cephalic aspect of the filter appeared to lay outside of the confines of the vena cava anteriorly. Several of the filter limbs have pierced the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated beyond the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however; the current status of the patient is unknown.